Event description:
It was reported that low audio output occurred. The patient stated they received a low alarm while sleeping, which he did not hear. The patient's spouse heard the low alarm and called an ambulance. No patient symptoms were described, as the patient was asleep during the event. The patient was provided unspecified sugar on the ambulance and received IV glucose in the hospital. No bg nor cgm values were provided. At the time of the report, the patient was ok. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.